Manufacturer narrative:
. E3: occupation: manager h4: device manufacture date: unknown due to unknown lot number. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that there was a groin site complication in a case where ultrasound was used and groin shot was taken at the end. The puncture site image demonstrated the stick was a little low close to the level of the bifurcation. Doctor was made aware of the stick being close to the bifurcation and he was confident using angio-seal due to using ultrasound for access stating he was above and was good for closure. All the correct steps of deployment of the angio-seal were followed. The procedure performed was a percutaneous coronary intervention (pci) of right coronary. During procedure (B)(4) units of heparin were given due to activated clotting time (act) results not being above 200. Five hours post procedure patient was reportedly bleeding from puncture site on the way home. Patient went back to the emergency room (ER) to get control of bleeding. Nurse stated the bleeding was not pulsatile, however was oozing. Pressure was held at the groin site until bleeding stopped. There was no visible hematoma or any visible complications. Patient was discharged the day after with no further puncture site complications. The estimated blood loss was less than 250cc.